Event description:
During a remote follow up, it was observed there was a transmission with a tachy alert from the device but the egm was missing. No intervention has been performed at this time. The patient was stable.